Event description:
It was reported that the flex 3d deflectable videoscope had scope communication error code b30.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 additional information added to field h6, and h3. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to damage to the charged couple device unit. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex 3d deflectable videoscope had b30 error code. The issue occurred during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient injury or harm.